Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a missing damaged response button, causing it to be non-functional. The response button metallic dome was missing, causing fault. The root cause of the missing dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.